Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, a cause could not be presumed as it was confirmed that the device could be operated properly. However, the definitive root cause could not be determined, and the device did meet its performance and specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the issue occurred during preparation for use for an unknown procedure.

Event description:
It was reported the video system center had a b30 scope communication error and e204 focus function error. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.